Manufacturer narrative:
The insulin pump was received with motor error alarm during occlusion test due to faulty force sensor system. The pump was unable to verify prime anomaly due to motor error alarm. The pump passed idle current test, run current test, self-test, off no power test, unexpected error test, basic occlusion test, displacement test and rewind test. The pump was unable to perform prime test and excessive no delivery test due to motor error alarm. The pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the piston cannot stop during priming and the reservoir is empty. The customer reported cracks around reservoir window. The insulin pump will be returned for analysis.